Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of menorrhagia ('menorrhagia') in an adolescent female patient who had essure (ess205) (batch no. 621683) inserted. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (dilation and currettage/novasure endometrial ablation on (B)(6) 2016. At the time of the report, the menorrhagia outcome was unknown. The reporter provided no causality assessment for menorrhagia with essure (ess205). ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: "menorrhagia". Lot number:621683 manufacturing date:2006/11 expiration date:2008/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of menorrhagia ('menorrhagia') in an adolescent female patient who had essure (ess205) (batch no. 621683) inserted. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (dilation and currettage/novasure endometrial ablation on (B)(6) 2016). At the time of the report, the menorrhagia outcome was unknown. The reporter provided no causality assessment for menorrhagia with essure (ess205). ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: "menorrhagia". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.